Manufacturer narrative:
The ventilator was returned to the manufacturer for eval and the customer's complaint could not be confirmed or duplicated. The device was found to operate and alarm as designed.

Event description:
The manufacturer received info alleging a ventilator would not cycle. The pt had to be manually ventilated.